Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was having issues with the infusion set and reservoir. Customer was admitted to the ICU in the emergency room. Before she go to the hospital customer's blood glucose was 192 mg/dl, when she arrived she was at 286 mg/dl. Customer stated her symptoms were vomiting, elevated blood glucose, no diabetic ketoacidosis. At the hospital customer was advised she had colon infection an switched doctor but her health got worst. Customer stated the doctor finally got her back to normal. Prior to the hospitalization customer's blood glucose was between 355 to 494 mg/dl. Troubleshooting wasn't performed on the insulin pump. Customer is not returning the insulin pump for analysis.